Event description:
Doctor reported his patient was miserable with their non-johnson and johnson (jnj) intraocular lens (iol) and had to remove it from the patient's left eye. Doctor performed a pars plana vitrectomy iol exchange and optic capture of a tecnis 3-piece jnj iol. However, upon inserting the jnj lens, the doctor noticed streaks on the iol. The doctor anticipates needing to exchange the jnj iol. He believes there may be an issue with the jnj cartridges that is causing damage to the iols. Per the doctor¿s opinion he does not think it is an iol issue. One day post-operative the patient had some corneal edema due to the long procedure. The patient complained of blurry vision which the doctor presumes will improve as the increased intraocular pressure (iop) resolves and the cornea clears. However, the streaks were very visible. The doctor has seen the reported issue only on the 3 piece iols which he loads himself. Reportedly, he has had the same issue with non-jnj products. Through follow-up the customer confirmed that the doctor did inspect the iol prior to loading to ensure it was not damaged. They also explained that the delay in procedure was not due to the jnj iol. The iop did not last longer than 15 days and was not greater than 49 mmhg. The ovd was allowed to attain operating room temperature. No sutures were required and no medication outside the regular standard of care was required. When asked if the capsule tore, the customer responded that they performed a par plana vitrectomy. No further information was provided. Note: through follow-up with the customer they reported cartridge lot# cj29481. However, the jnj sales representative subsequently visited the site and the customer reported a partial lot# 344 as being used that week. The MDR is being submitted against the latest information reported lot# unknown (partial lot 344).

Manufacturer narrative:
Lot number: a partial lot# 344 was provided. Through follow-up with the customer they reported cartridge lot# cj29481. However, the jnj sales representative subsequently visited the site and the customer reported a partial lot# 344 as being used that week. The MDR is being submitted against the latest information reported partial lot number 344. Catalog number: partial catalog number indicated since lot number was not provided. Expiration date: unknown as the lot number was not provided. UDI number: unknown as product lot number was not provided. If implanted; give date: not applicable as the cartridge is not an implantable device. If explanted; give date: not applicable as the cartridge is not an explantable device. Device manufacture date: unknown as the lot number was not provided. The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Device evaluation: customer provided a photograph of the iol which was evaluated by a subject matter expert (sme). The photograph displayed anterior segment of a pseudophakic eye claimed to be implanted with a 3 pc tecnis iol acrylic monofocal iol. The photograph shows a zooming in of a slit lamp image where scratch like marks can be observed. Additionally, a whitening of the capsule remnants from capsulorhexis can be observed. The root cause and the potential clinical impact of the observed phenomena cannot be determined from a picture assessment. The complaint issue dc-cartridge damaged could not be confirmed. The complaint issue of dc-cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.